Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flucloxacillin elastomeric device overinfused during patient infusion. The reported infusion was completed in 17 hours instead of the expect 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.